Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient's had an open circuit. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The open circuit was discovered post surgery. It was unknown when this was discovered. No specific interventions have been taken to fix the issue as of yet. No further complications were reported.